Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) would not retract the cord for the doppler and a new tether assembly was needed. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and replaced the tether assembly. Unit passed all calibration, functional and safety tests performed. The unit was returned to customer and cleared for clinical use. The failure analysis and testing dept. Received part number 0997-00-0596, sn: n/a doppler reel, with a reported unit failure of the reel line not retracting. The fat performed a visual inspection and found the part had the reel line cut. The fat verified the reported failure of the reel mechanism not able to retract. Retaining the part in the failure analysis and testing dept. Per procedure.

Event description:
N/a.